Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: lens remains implanted, therefor not explanted. Phone: (B)(6). Device evaluation: the sample was returned on 11/25/2019. The pcb00 preloaded insertion system unit was received in its original box. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. Visual inspection using magnification was performed. No lens was observed in the preloaded device. No debris or particles were observed on the preloaded device. Also, the gate of the unit was opened and there are no blue particles observed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor saw a blue particle in the eye that disappeared out of the side port. No patient injury occurred and no interventions were necessary. No additional information was provided.